Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported sidingar guidewire kinked, preventing catheter advancement. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of bent guidewires was confirmed but the cause is unknown. Two photographs of the implicated guidewires were returned for evaluation. Most of the guidewires¿ lengths were still within the packaging hoops, with only the ends exposed. The tip straightener had been removed from the hoops prior to taking the photographs. A near 90° bend was seen in both of the wires. The location of the bends appeared similar on both samples. One of the wires appeared bent with no obvious kinks or displaced coils. The other guidewire appeared to have two distinctive kinks in the wire along the bend. No breaks or fraying were noted on either photographed sample. Although it could be confirmed that the guidewires were bent, the circumstances which led to the damage are unknown. There were no distinguishing features in the returned photograph which could aid in identification of a specific root cause for the bends in the wire. This complaint will be recorded for future trending and monitoring purposes.